Event description:
It was reported that log files were submitted for evaluation. The patient developed vasoplegic shock and underwent veno-arterial extracorporeal membrane oxygenation (va ECMO) placement. The patient's lactate dehydrogenase (ldh) was noted to be 1135. The event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pi was elevated. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events may be due to a patient related issue. Labs taken on (B)(6) 2025 showed alanine aminotransferase (alt) at 325, aspartate aminotransferase (ast) at 697, and ldh at 1135. The cause of liver dysfunction and elevated ldh was right ventricular (rv) failure. The patient was in poor condition, and they were undergoing full support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient passed away due to multiple system organ failure (msof) on (B)(6) 2025. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from 21feb2025 through 24feb2025. Several low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure and hepatic dysfunction), hemolysis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.